Event description:
It was observed that air bubbles were observed in the infusion set tubing. The customer experienced an elevated blood glucose (bg) level (504 mg/dl). A correction bolus was delivered to treat the bg. The customer performed a supply change and resumed insulin therapy.